Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. Another rv lead was successfully implanted. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.